Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient experienced a decrease in analgesia close to pump fill dates on (B)(6) 2017. At a visit on (B)(6) 2017, the patient complained of increased nerve pain in lower extremities similar to the last time they had a pump malfunction. The device diagnosis was other suspected pump and/or catheter malfunction, and the clinical diagnosis was unsatisfactory analgesia. The outcome was noted as ongoing. No action was taken yet. The cause of the malfunction was not determined. The event resulted in an unscheduled clinic or office visit. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. The patient's baseline weight was (B)(6) pounds. It was later reported that the last pump malfunction occurred before the subject was enrolled in a clinical study. The event date was unknown as it occurred prior to the patient being in the clinical study. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-mar-28. It was reported that the clinical diagnosis included intermittent difficulties "with every pump" he has had. Improved analgesia was noted with an increase in dose on (B)(6) 2017. The outcome indicated the event resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the previously reported device and clinical diagnoses (suspected pump and/or catheter malfunction. Patient has intermittent difficulties "with every pump" he has had. Improved analgesia with increase in dose on (B)(6) 2017) was not applicable.